Event description:
It was reported that the patient was experiencing bladder infections. The patient was asking if her bladder infections could be related to her interstim? The patient had interstim for ic (interstitial cystitis). The patient reported bladder infections - september, november, almost 2 weeks ago. The patient noted now lower back was burning like another bladder infection. The patient stated not having a managing hcp (healthcare provider) and asked for physician listing information. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va06evy, implanted: 2013 (B)(6); product type lead. (B)(4).